Event description:
The lab device tests for syphilis. Forty nine patients tested "false" positive for the disease which was reported to providers as positive until the malfunction was discovered.what was the original intended procedure?syphilis testing.device #1:is this a laboratory device or laboratory test?yes.which of the following problems did you observe:questionable patient results.please describe any follow up actions:repeated assay, results ok, reported out.manufacturer notified.